Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Clinical information: (B)(4) - advance laa, patient site ID: (B)(6). It was reported that on - (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a amulet¿ steerable delivery sheath. The laa depth was 24mm and the shape of the appendage was chicken wing. The left atrial pressure was 11 mmhg and atrial rhythm recorded at start of procedure was sinus rhythm. The activated clotting levels were 234,255s and heparin was given. The 28mm amulet was not implanted due to incompatible with anatomy. A new 31mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2026, the patient had a cardioversion due to atrial fibrillation (af) and transesophageal echocardiogram showed a 3mm peri device leak. There was no thrombus was noted in the amulet. The patient was initiated with 5mg apixaban twice daily. The patient was reported stable.

Manufacturer narrative:
An event of a patient device interaction problem associated with residual shunt was reported. A returned device assessment could not be performed as the device remains implanted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the information received, a root cause of the reported patient device interaction problem with residual shunt could not be conclusively determined. The reported medical intervention was a result of case specific circumstances as medication was given. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.

Event description:
Clinical information: (B)(6). It was reported that on (B)(6) 2024, a 28mm amplatzer amulet left atrial appendage occluder was chosen for a left atrial appendage (laa) closure procedure using a amulet¿ steerable delivery sheath. The laa depth was 24mm and the shape of the appendage was chicken wing. The left atrial pressure was 11 mmhg and atrial rhythm recorded at start of procedure was sinus rhythm. The activated clotting levels were 234,255s and heparin was given. The 28mm amulet was not implanted due to incompatible with anatomy. A new 31mm amplatzer amulet left atrial appendage occluder was successfully implanted. On (B)(6) 2026, the patient had a cardioversion due to atrial fibrillation (af) and transesophageal echocardiogram showed a 3mm peri device leak. There was no thrombus was noted in the amulet. The patient was initiated with 5mg apixaban twice daily. The patient was reported stable.